Manufacturer narrative:
Device evaluation: the stent had moved proximally on the balloon and was not positioned on the balloon between the markerbands as per specifications. No deformation was evident to stent wraps. No deformation was evident to the distal tip. It was not possible to remove the stylette due to hardened blood in the guidewire lumen. Therefore, the guidewire patency could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a mildly calcified lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. When the device was returned to the manufacturing facility, it was noted that the stent was displaced on the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.